Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: a sm0206, serial/lot #: (B)(6). H3, h6) no parts have returned to the manufacturer for analysis. Codes b17, c20, and d15 are applicable. A1-5: select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system. It was reported that the robot was not accurate. The screws were medial from t7-t9 on both sides. The doctor inserted only from t10- l1 on both sides with the robot and the rest free hand. There was no known impact to patient's outcome. Additional information was received. It was reported that the procedure being performed was a scoliosis t7-l1 in which there was no impact to patient's outcome. There was a surgical delay of 15-minutes. The site claimed the trajectories deviated around 6 millimeters (mm) at 3 levels.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a manufacturer representative reported that an accuracy test was performed, and the system was fine.